Event description:
While preparing the heart lung console for a cardiopulmonary bypass procedure, the level detector self test indicated that the level sensing device was not functional. A new level detector sensor was employed and the procedure was concluded without incident. No adverse consequences were experienced by the pt as a result of this event.